Event description:
During a surgical procedure when using conmed 2450 equipment, an approximately 4x2 cm burn with eschar was noted on the left lateral bovie pad side of the thigh. The patient was evaluated, bacitracin ointment and a 4 x 4 gauze were placed over the affected area. The patient was noted to have one episode of bradycardia, vital signs remained stable intra and post op. The patient was monitored for cardiac abnormalities.

Manufacturer narrative:
The user facility was contacted on three separate occasions to coordinate the return of the device in question. The dates are as follows: (B)(6) 2011. All attempts were unsuccessful. The incident described is consistent with those types of injuries associated with electrosurgical accessories such as handpieces and dispersive electrodes, but not electrosurgical generators. Without additional information from the user, a conclusion cannot be drawn.